Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance (pli) values with increases up to 2500 ohms. Technical services (ts) analyzed the device episode data of this ICD and found that there was oversensing of noise on the ra channel resulting in several atrial tachy response (atr) stored episodes. It was noted that in clinic testing was performed including isometrics and commanded impedance test which produced results in normal range and could not reproduce any noise. Ts recommended a chest x-ray and possible lead replacement. Physician will continue to monitor this patient. No adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance (pli) values with increases up to 2500 ohms. Technical services (ts) analyzed the device episode data of this ICD and found that there was oversensing of noise on the ra channel resulting in several atrial tachy response (atr) stored episodes. It was noted that in clinic testing was performed including isometrics and commanded impedance test which produced results in normal range and could not reproduce any noise. Ts recommended a chest x-ray and possible lead replacement. Physician will continue to monitor this patient. No adverse patient effects were reported. Currently, this ICD system remains in service.